Event description:
It was reported that the analyzer had a "possible noise issue." The analyzer was returned for service. It was indicated that there was no patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the software analyzer had a possible noise issue. The analyzer functionality was determined to be okay and it passed all console and systems tests. (B)(4).

Event description:
It was reported that the analyzer had a "possible noise issue." The analyzer was returned for service. It was indicated that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.